Event description:
A "no coag, err 32" result was obtained on a patient prothrombin time sample. The result was reported to the physician as greater than 150 seconds. The original sample was retested and a normal result was obtained. The patient was treated with cryoprecipitate and fresh frozen plasma. There was no report of adverse health consequences as a result of the falsely depressed fibrinogen result.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely reported prothrombin time result was user error. The ca series measurement evaluation and check methods - scientific bulletin states: "action steps for "no coagulation" check the sample for possible anticoagulant contamination, hemolysis, lipemia, etc. Verify delivery of sample and reagent. Reanalyze the sample. For fibrinogen, if auto-redilution is not set, change the dilution ratio and reanalyze. If error 32 persists on reanalysis of the sample, the sample under-runs the detection limits of the detector. Use an alternate method to confirm the data. *do not report results without numerical values* . The instrument is performing within specifications. No further evaluation of the device is required.